Manufacturer narrative:
One used sample was received at the manufacturing facility; it was evaluated with the multidisciplinary team. The sample did not have a complete tip on the catheter. During the visual evaluation it was observed that the tip of the catheter was molded as established on procedure and is well attached to the body of the catheter nevertheless it seems that part of the tip was cut and was not a degradation of the piece. After the evaluation of the sample can be conclude that the failure is associated with manufacturing process. The device history record was reviewed and no non conformance reports (ncr)s were found it related to the reported condition. Additionally, the results of quality inspection were reviewed an all of the pieces inspected were in good condition. After the sample evaluation a review of the current process was performed, the part number reported by the customer is a fully molded piece that means the tip is not attached to the shaft in a different operation, the catheter and the tip is molded. During the packaging process, personnel verify that the position of the catheter on the band is correct. Production personnel inspect the pieces before final packaging according to the procedure; the inspection is to assure that the packaging and catheter don¿t have a cut and could be release according to the specifications. Since this is the first complaint received for the related part number, it will be considered as an isolate event, due to after the review of our process and manufacturing documents this condition is not a recurrent failure mode found it during the inspection performed in our process. The customer complaint is considered as manufacturing related however is an isolate event. This complaint will be used for tracking and trending purposes. The following corrective and preventive actions will be performing by the site: update procedure to establish inspection after the catheter has been packaged. Training personnel on the new revision of the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
The customer reports that on the morning of (B)(6) 2017, while the nursing staff was removing the silicone foley catheter from a patient, the tip of the catheter was noted to be damaged and the 0.2mm tip of catheter went missing. As a result, the patient had to go through various procedures.